Event description:
It was reported by the aci sales professional that a male patient underwent a peripheral intervention on (B)(6) 2010. Following the procedure, mynx was used for femoral artery closure. There was no information provided regarding the pre-procedural femoral angiogram to assess suitability of closure, or any information provided regarding the deployment of the mynx and its use per the instructions for use. It was reported that hemostasis was achieved with the mynx, however a femostop was also used (it was not reported why). Two days post procedure, the patient returned to the ER complaining of resting leg pain. An angiogram revealed an occlusion distal to the popliteal artery. An unsuccessful attempt was made to aspirate the material causing the occlusion. The patient went to surgery where an embolectomy was performed and particles of what was assessed to be sealant were removed. The patient was discharged on (B)(6) 2010 without further clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received and the investigation performed, the cause of the reported sealant misdeployment could not be conclusively determined. There was no information provided regarding the pre-procedural femoral angiogram to assess suitability of closure, or any information provided regarding the deployment of the mynx and its use per the instructions for use. In addition, without source documentation of a pathology report or the material to perform chemical analysis, the composition of the occlusion could not be conclusively determined. There is no evidence to suggest that the mynx device did not meet specification. It was reported that hemostasis was successfully achieved with the mynx device. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.